Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this ra lead had syncopal episodes. The patient was admitted to the hospital. The device was checked and everything seemed to be fine. Every now and then there is some loss of capture and the patient goes without a heart rate for 5-6 seconds, the device states that it is pacing though so loss of capture is noted.